Manufacturer narrative:
Corrected section d3 (manufacturer) and g1 (manufacturer site) added section a2 (patient age) / a3 (patient sex) / a4 (patient weight) / e1 (reporter establishment address) / h6 (component code, type of investigation, investigation findings, investigation conclusions) updated section g3 (date received by manufacturer), g6 (type of report) and h2 (type of follow-up). Evaluation results revealed that the reported event was confirmed based on image evaluation performed. Based on further engineering investigation, the root cause was determined to be inadequate product design since the current design of the manifold is not strong enough to withstand bending force applied in the field during product use, nor does the design provide a good gripping location to dissipate the excessive force. Corrective actions, including design change and a feasibility test, have been implemented in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. All events will continue to be reviewed and monitored.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product is available to be returned for evaluation; it was discarded at the hospital. Nevertheless, one image was provided. Based on image review, the male luer of the manifold appeared completely broken near the temperature probe housing.

Event description:
As reported, during use in a patient in the cardiac ICU (intensive care unit), when handling the manifold of this volume view sensor, it broke into two pieces (complaint (B)(4) / MFR 2015691-2025-00170). The device was replaced by a new one and, after two days of use, the manifold also broke into two pieces (complaint (B)(4). A third device was used. The blood loss was minimal. There was no allegation of patient injury. The devices were not available for evaluation since they were discarded; however, an image of the device involved in the complaint (B)(4) was available.